Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-05305, 2134265-2018-05306, 2134265-2018-05307 and 2134265-2018-05308. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 7.0 x 100 x 135cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and an 8.0 x 40 x 135cm mustang¿ balloon catheter was then advanced to perform the pre-dilatation. However, during the third inflation at 18 atmospheres for 18 seconds, the balloon also ruptured. The device was completely removed and a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to perform the pre-dilatation. However, during the second inflation at 12 atmospheres for 12 seconds, the balloon also ruptured. The device was completely removed and a non-bsc stent was then deployed to treat the lesion. Subsequently, an 7.0 x 100 135cm mustang¿ balloon catheter was advanced for post-dilatation. However, during the third inflation at 18 atmospheres for 18 seconds, the balloon ruptured. The device was completely removed and an 8.0 x 40 75cm mustang¿ balloon catheter was advanced to perform the post-dilatation. However, during the second inflation at 16 atmospheres for 20 seconds, the balloon also ruptured. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was good.